Manufacturer narrative:
(B)(4). Date sent 12/23/2024. D4 batch #838c21. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 838c21, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Is the current patient status known? The patient is fine. 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. 3. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. 4. How was the bleeding controlled? With clips. 5. How much blood was lost (ml)? Unknown. 6. Did the patient require a transfusion? No.

Event description:
It was reported that during a lobectomy the first shot passed and the vein was bleeding, reinforcement was made with clips, a second stapling and the clamp was blocked and did not allow the shot to be fired, the surgeon proceeded to do it manually to remove the stapler. There was a surgical delay the amount of time is unknown. Reinforcement was made with clips. The surgeon proceeded to do it manually to remove the stapler. The procedure was successfully completed.